Event description:
A report was received that the patients battery site was inconvenient. The patient underwent a revision procedure wherein the pocket was relocated. The patient was reportedly doing well postoperatively.